Event description:
At end of egd (esophagogastroduodenoscopy) with banding, upon removal of scope, the plastic banding device became dislodged as patient was having bronchial spasms. Anesthesia removed device next to vocal cords, pt intubated by anesthesia and transfer to pacu.what was the original intended procedure?banding varices egd.device #1is this a laboratory device or laboratory test?no.